Manufacturer narrative:
Concomitant products: addrl1 ipg, implanted: (B)(6) 2007.

Event description:
It was reported that the right ventricular lead had high thresholds and impedance issues. The lead was programmed off and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had no capture at high outputs and low impedance. The lead was partially explanted and capped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.